Event description:
Reporter noted irrigation failure at start of phaco. Corneal burn occurred. Converted to ecce to complete case. Pc iol implanted. Sutured wound to close; increased topical steroids post-op. Corneal edema post-op. Pt's condition improving.